Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call of their insulin pump shutting down and not being able to see the display. The customer's blood glucose was 522mg/dl. Customer mentioned the device had been dropped in the sink while water was running about three months ago. Trouble shoot was conducted but blank display still remained. Customer was advised to discontinue use of the pump and that it would need to be replaced. The insulin pump is being returned and replaced.